Event description:
A physician reported a pt who was implanted 5/6/1998 in the nasolabial folds and upper vermilion borders. Onset of infection 7/2/1998 in perioral area. On 7/2/1998 doxycycline prescribed. Implant explanted on 7/6/1998.